Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the unit and confirmed it to be operating according to specifications. The technician confirmed the employee was not wearing proper ppe, specifically chemical-resistant gloves, during the time of the reported event. The v-pro max sterilizer operator manual states (p. 1-2), "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment (ppe; refer to section 2, terms, definitions and symbols), spill containment and cleanup." And (p. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit". The technician counseled the user facility on the importance of wearing proper ppe while operating the v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee felt a burning sensation on their hand while unloading instruments from their v-pro max sterilizer. The employee rinsed off their hand with water and returned to work.